Event description:
It was reported that before using one (1) bd vacutainer® lh pst ii plus blood collection tube, the tube had no label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were reviewed and missing stopper and missing label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing label and incorrect assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® lh pst ii plus blood collection tube, the tube had no label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.